Event description:
As found through implant patient registry (ipr) follow up, one day post valve placement, the patient developed a ventricular septal defect (vsd), requiring surgical repair. One day post procedure, tee found that the patient had a fairly significant vsd from a tavr procedure. The patient was taken to the operating room and left ventricle was inspected. Just lateral to the lad in the apex of the left ventricle there were two holes noted. One was small at the very basal posterior septum and then a very large hole, approximately 2 cm in size, up underneath the lad against the septum. The pericardium was opened and the patient was then placed on pump. Bovine patches, sutures, and pledgets were used to surgically repair the apex. A 24 inch blake drain was placed into the pericardium and the patient was weaned off the bypass machine usual fashion. No further information regarding patient condition has been provided at this time.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the vsd is unknown. It is possible that procedural factors may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.